Event description:
It was reported that during routine device upgrade, when the lead was connected to the new device, noise was observed on the rv channel and the pacing lead impedance was high. The physician loosened the setscrew andtightened it again, but the same issue was observed. A tug test was successful and there were no apparent issues with the setscrew. The device was replaced without further issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field events of noise and high pacing lead impedance measurements were confirmed in the laboratory. The cause was an intermittent v-ring connection from the header to the lead.